Event description:
According to the reporter: prior to the procedure, when the package was opened, the shaft part got disengaged from the head of obturator. A new one was opened to complete the case with no problem. No patient involvement.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 01/29/2015.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 03/24/2015.